Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was completed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. The device was returned with the handle and the basket formation in the closed position. The cannulated handle is protruding 5 mm from the back end of the collet knob. Functional testing found the handle does not actuate the basket formation. Visual examination noted the basket sheath is smashed flat starting at the distal tip and extending 1 cm in length. There are kinks in the basket sheath located at 58 cm and 73 cm from the distal tip of the basket sheath. The basket sheath and support sheath are still adhered. A review of the device history record shows there are no non-conformances related to the reported event. A review of complaint history shows no other complaints are associated with the complaint device lot number. A review of the instructions for use (IFU) found the following information related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have basket that was closed and could not be opened due to sheath damage. The distal 1 cm of the sheath was smashed flat, preventing the basket from opening. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The provided information stated the issue occurred before use. It is possible the distal end of the sheath was inadvertently damaged when removing the device from the packaging, or during handling, but that cannot be confirmed. The investigation conclusion for this complaint is cause not established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: olympus urf-v2 (uretero-reno flexible videoscope). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a transurethral uretero-lithotripsy (tul) procedure, when the user was confirming operation of the ncircle tipless stone extractor, he noticed that the basket could not be deployed well. The basket did not become a circular shape well. The user cancelled using the complaint device and substituted with another manufacture¿s device . The procedure was completed successfully. The ncircle tipless stone extractor did not have any contact with the patient.